Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained via the left common femoral artery with a 6fr 55cm non bsc introducer sheath. The 99% stenosed target lesion was located in the right superficial femoral artery. The lesion was pre dilated with a 4.0 x 20mm jackal balloon catheter and a 6.0 x 40mm non bsc stent was implanted. The 6.0 x 20mm x 135cm 4fr sterling balloon catheter, used for post dilatation, was inflated at 10atms and ruptured on the 1st inflation. The procedure was completed the with a 6.0 x 20mm jackal balloon catheter. There was no patient complications based on the image of the ivus, the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).